Event description:
Discordant, falsely low sodium results were obtained on two patient samples on a dimension vista 1500 instrument. One discordant result was reported to the physician(s), and the patient's nurse questioned the result. The other discordant result was not reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse discovered that all other patient samples that had been processed resulted as expected, and the customer had performed precision runs, which resulted well. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.